Event description:
The account alleged the bed exit would not set. No pt impact.

Manufacturer narrative:
The technician found the bed exit functioned as designed, user error. The technician resolved the issue by zeroing the scale without the pt in the bed and in-serviced the account on the bed exit functions.